Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The blood glucose reading provided with the initial report was incorrect. The correct blood glucose reading has been provided with this report. The additional information provided with this report was not included with the initial report.

Event description:
It was reported that the customer replaced tubing, but continued receiving no delivery alarms. Customer attempt different sites, but continued having issues. Customer declined troubleshooting for no delivery. The blood glucose reading was 23mmol/l. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had multiple no delivery alarm and a low blood glucose level. The blood glucose level is 23 mg/dl. Customer states the low blood glucose was due over delivering bolus multiple times. As performed and the insulin pump will be replaced. No further information was provided.